Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal that occurred on (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a failed transmitter.